Event description:
Pump declared a cartridge change error, and customer support identified that an o-ring was incorrectly placed on the pneumatic tap area. There was no adverse impact to the customer's blood glucose level. Customer support guided the caller through inspecting the o-ring, cleaning the pneumatic tap area, and successfully loading a new cartridge onto the pump, allowing the customer to resume insulin delivery.